Event description:
It was reported that the bolus wizard did not calculate correctly. The blood glucose reading was 172 mg/dl. The customer's father stated that the bolus calculation was not adjusting based on the parameters provided. He reported that the food and correction bolus were incorrect, stating the that device was not subtracting the active bolus. Advised the customer that adjusting the bolus estimate may cause high or low blood glucose levels. The caller became frustrated during the call during a request for more information. Unable to reach the customer to explain that if the blood glucose was not entered along with the food correction value, then the insulin pump would not subtract the active insulin. The n/a indicator on the insulin pump, which the caller had observed, was a normal function of the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.